Manufacturer narrative:
The customer¿s report of leaking at the connection between the tubing and filter on 2 samples of model 20029e was not confirmed, however leaking was confirmed from a crack at the male luer spin collar of what was initially reported as a concomitant extension set, model 30914. Visual inspection under magnification showed that the male luer spin collar had a vertical hairline crack 0.3390 inches long running parallel to the direction of the fluid flow starting at the base of the spin collar and continuing to the top of the spin collar. Functional and pressure testing confirmed leaking from the connection between male luer of model 30914 and the female luer of model 20029e. The cause of the leaking was a crack on the male luer spin collar. The root cause of the crack is unknown.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an open chested post-operative patient was receiving infusions of fentanyl, dopamine, epinephrine, milrinone, precedex and maintenance IV fluids when the rn noted the bed linen was damp at the start of the shift. A small chux was placed under the connection of the IV tubing. Later the rn noticed the connection between the fentanyl tubing and filter was damp. A new filtered tubing was used and the rn noted the patient was then resting better and calmer and the site was no longer damp. Later in the day the rn noticed the same issue and changed the tubing for the second time with no further issues. As a result of the tubing leak the patient required prn pain medication and an increase in the fentanyl dose. There was no lasting harm.